Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed evidence of unexplained power on reset events. The pump powered up with the returned battery cap to a dim and discolored display. The battery cap measured within specifications. The battery cap was unable to be fully tightened the battery compartment was cracked from the thread area to the case seal, with no evidence of moisture contamination inside the battery compartment. The pump was run for 24 hours with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components were found inside the pump. The intermittent power complaint was unable to be duplicated during investigation. Additional evaluation codes: methods code- (B)(4).